Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 3.90 mmol/l compared to a blood glucose reading of 5.67 mmol/l obtained on an hcp meter and it is unknown whether the customer noted a trend arrow on the device. Details of the customer's symptoms are unknown due to lack of access to the customer and limited information available from the caregiver. The customer was unable to self-treat and was administered an insulin injection (25 units in the morning and 45 units in the evening) by a third party. There was no report of death or permanent impairment associated with this event.